Event description:
It was reported that the display was intermittently functioning and would be sent for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.